Event description:
It was reported that "during an endoscopic gastric procedure, the flexible gi probe was being used to coagulate bleeders and a perforation of the stomach wall occurred. The probe was activated and the stomach wall flexed away from the probe and then reflexed back against the probe. This caused the perforation. An open procedure was performed to correct the perforation. The pt had an uneventful recovery."